Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high and steady rising impedance with polarity switch and  loss of capture on telemetry. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.